Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 95% stenosis). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had 95% stenosis). (B)(4).

Event description:
The physician intended to deploy an endeavor resolute drug eluting stent. The target lesion was in the proximal rca and had 95 % stenosis. There were no difficulties noted when removing the device from the hoop or during preparation. Resistance was encountered when advancing the device. During the surgery, the lesion was pre-dilated, but the device could not pass the lesion. It was subsequently reported that the stent was kinked. The physician used another device to complete the surgery. There were no patient complications reported. Device evaluation: the distal tip was flared. Multiple struts from the 7th and 8th proximal stent segments were raised and deformed. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿